Event description:
Staff member attempted to insert an 18 gauge IV catheter into left forearm. The catheter punctured the skin, but they were unable to advance the catheter. After the catheter was removed, it was noted that the tip of the catheter was misshaped, and appeared to be defective.